Manufacturer narrative:
Should additional information become available a supplemental record will be filed. Complaint verified through photographic documentation in this complaint. Commode leg bent. RMA issued for return on 05/18/2016; return not yet received.

Event description:
The provider states the end user sat on the commode and it allegedly collapsed last night. The provider has not seen the commode yet. The end user's husband heard a crashing noise and found his wife on the floor. The end user's husband states she is has some bruises and is stiff, but has not had any medical intervention. No other information was available.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the commode collapsing due to the broken leg. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states the end user sat on the commode and it allegedly collapsed last night. The provider has not seen the commode yet. The end user's husband heard a crashing noise and found his wife on the floor. The end user's husband states she is has some bruises and is stiff, but has not had any medical intervention. No other information was available.